Event description:
The graft "oozed" blood through its walls when the clamp was released. The md then packed the graft with sponges, ptfe pledgets sutured on and the heparin was reversed with protamine to stop the bleeding. The bleeding stopped and the graft was left in. During the procedure, a tranfusion set was used and one unit was returned to the pt. In addition, 1000cc of hespan (volume expander) was given. The pt's condition was ok and the pt was subsequently discharged. Note: the nurse states that the overall blood loss during the procedure was approx. 750cc, but the actual amount lost through the graft walls was unknown and could not be determined.